Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation as it was discarded by the facility. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that an unknown medtronic endotracheal tube may have caused or contributed to a "hole" in the patients' trachea that was discovered post-operatively. This is the only information provided and there was also no report of permanent impairment or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.